Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Customer reported blood glucose level was 90-122 (mg/dl). Reportedly the customer has a backup pump as alternate insulin therapy.